Event description:
The doctor was trying to pull out the interstim lead when it snapped. He had to leave the remaining lead in the sacrum. X-ray was taken and sent for radiology reading. No harm to patient.